Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the sensor on his pump and later that day his blood glucose levels went up and down. The customer blood glucose level was 400 mg/dl at the time of incident. The customer blood glucose at time of call is unknown. The customer does not report any symptoms with high blood glucose. The customer assisted with trouble shooting and informed about blood glucose vs sensor glucose values. The pump will not be replaced or return for analysis.